Event description:
Boston scientific received information that this left ventricular (lv) lead was exhibiting oversensing that was leading to pacing inhibition and lower than expected lv pacing percentages. The device was reprogrammed to not sense the lv. The patient was reported to have been experiencing chest pain, shortness of breath and had been admitted to the intensive care unit. A request for additional information was made. The local boston scientific field representative was unable to provide any further information.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.